Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that cause of the lead being unable to be inserted into the ins was unknown. The ins was returned for analysis. No further complications reported.

Manufacturer narrative:
The returned ins (product ID 97714, (B)(4)) passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that despite the healthcare provider (hcp) backing out the setscrew the lead can't be inserted into the ins. Rep eventually used another ins and hcp was able to insert the lead. The ins will be returned for analysis. This was considered out of box damage (oob). No further complications were reported. No patient symptoms were reported.